Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported she experienced low blood glucose. Blood glucose value was 29 mg/dl; current value is 129 mg/dl. Customer stated she was receiving sensor error alerts. Customer removed the sensor and stated the cannula was bent at 2 points. Nothing further reported.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.